Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the device broke at an undetermined location. The device was replaced, the new app was tested after implantation and worked great.